Event description:
Customer's dad reported his son's blood glucose rose to 400 mg/dl. Upon removing the pod, he noticed the cannula had not inserted and was kinked. Pod was discarded and will therefore not be returned.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. Both a dislodged and kinked cannula have the potential to restrict insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that a dislodged cannula occurred. Since the device was not returned, the pod cannot be assessed to determine if a kink cannula occurred. Neither of these malfunctions can be confirmed. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance.